Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, sealing issues occurred with the device that resulted in bleeding. The procedure was also extended by 30 minutes. No medical intervention was required to prevent a serious injury.